Event description:
Procedure: lad gastric bypass. According to the reporter: the surgeon was attempting to do a linear stapling of the gastric jejunostomy when the stapler locked closed. Tissue was torn as the surgeon pulled the instrument off. Another load was applied across the roux limb, and then another across the pouch. This resulted in a little smaller pouch than usual. The patient status was reported as fine.

Manufacturer narrative:
Initial report sent to FDA on 10/22/2008.